Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was opor barrier separation of sample/hhmolysis. The gel is not forming a complete barrier resulting in haemoysed sample and red cell flyers.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was poor barrier separation of sample, hemolysis, and fibrin of three tubes. No patient impact reported. The following information was provided by the initial reporter: "the gel is not forming a complete barrier resulting in hemolyzed sample and red cell flyers."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5. Describe event or problem: additional defect reported, thus entry description updated with new information. H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation and fibrin was observed. Hemolysis was not observed. Additionally, 100 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation and fibrin based on the photo provided. This complaint cannot be confirmed for hemolysis. Bd was not able to identify a root cause for the indicated failure mode.